Event description:
Two hrs and fifty mins after initiation, pt complained of dizziness and "feeling hot." Blood leaking from pump segment of arterial blood line where the larger gauge segment is joined to the smaller gauge blood line post-pump. Estimated blood loss = 300-400 cc's. Pt was type and crossed, sent to hosp for observation and transfusion. No adverse sequelae reported.